Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programs were auto-reducing. An impedance check revealed high impedance on all contacts. Reprogramming was unable to address the issue/provide the patient with stimulation. As a result, the patient will undergo surgical intervention.